Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, it was difficult to load heartstring seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital. In may 2004 the seal was received cracked. This is a reportable malfunction.